Event description:
A malfunction was reported on the pump, indicated by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance in resetting the pump from technical support, ensuring the malfunction did not recur after the reset, allowing the pump to be used further. The customer was advised to call back if the malfunction code reappeared and understood the instructions provided.